Event description:
Physician attempted to remove this right atrial line but met resistance. He re-attempted with similar pressure and the line snapped, leaving approx 13 cm of catheter in the body. The pt was sent to the cardiac catheterization room for retrieval of the remaining portion. Retrieval of the broken segment of the catheter was successful. The pt was reported to be doing well and to have suffered no ill effects as a consequence of the event.